Event description:
Complainant alleged that while attempting to defibrillate a pt, the device displayed a "defib pad short" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. A similar report from the same customer has been reported with a different device, on medwatch report number 1220908-2010-02075.

Manufacturer narrative:
The malfunction was observed during incoming testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.